Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 05/12/2010 and 05/28/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "myopic outcome" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). An optometrist reported a pt with an unexpected myopic outcome following intraocular lens (iol) implant surgery. He reported that the pt's near vision is "great". The optometrist also stated that the pt is post-lasik. Add'l info has been requested.